Manufacturer narrative:
(B)(4).

Event description:
It was reported that customer were using the auto mode feature on insulin pump at the time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer also reported that reservoir compartment of insulin pump was damaged. The insulin pump will not be returned for analysis.